Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. The reason for call was pt said they had the ins explanted due to it causing pain in the location it was in. Pt said they couldn't sit down and if they rubbed up against something or banged something, it would cause them pain. Pt said they had the ins explanted (B)(6) 2019. Pt said they spoke with registration regarding the explant before they spoke with pats. Pt said the ins was taken out but the lead was left in.